Event description:
Pt with esophageal cancer started treatment on this protocol in 2004. This study includes neoadjuvant cisplatin/5-fu and radiation therapy followed by esophagectomy and docetaxel. The pt underwent planned surgery 3 months later. Ten days later esophageal barium swallow and CT scan showed postoperative leak into paramediastinal pleural space, and pleural effusion. The next day pleural fluid collection was aspirated and sent for analysis, drainage catheter (pigtail) was placed. The pt was given IV antibiotics for leukocytosis. The pt improved and was discharged home the next month. The pt will remain in close follow-up with surgeon.